Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 400.834. Lot: 46p6542. Manufacturing site: selzach supplier: synthes (B)(4). Release to warehouse date: 05 march 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part #: 400.834 lot #: 46p6542 manufacturing site: (B)(4). Release to warehouse date: 05 mar 2020 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the cranial bone flap was repositioned during the removal of intracranial hematoma, and the bone flap was fixed with a connecting piece and screws. The screw broke during fixation of the bone flap. The fractured screw tip was embedded in the skull flap, and the surgeon made several attempts to remove it, but all of them failed to remove it, which had unpredictable consequences for the patient. Another device was used to complete the surgery. No additional information could be provided. This report is for one (1) cranial-scr plusdrive ¿1.6 self-drill l4 this is report 1 of 1 for complaint (B)(4).